Event description:
Pt complained of 3rd degree heartblock-pacemaker implanted in 1999. 3/16/2000: increased palpitations over last 2-3 days with episode of syncope, lost consciousness for a few seconds, had rate of pacer increased. Had revision for fractured pacer lead.